Event description:
(B)(4) - 2 problems - attachment between handle and pmp worn all way thru and has broken, at base where shifter bar connects to legs - same thing is happening down below -when shifter bar is rotated it is wearing hole in the part of the leg that connects there - per product manager (B)(6) lift structure has 3 year warranty and base is not a serviceable item, so entire unit needs to be replaced under warranty unable to reference original order (B)(4). (B)(4) - 2 problems - attachment between handle and pump worn all way thru and has broken, at base where shifter bar connects to legs - same thing is happening down below -when shifter bar is rotated it is wearing hole in the part of the leg that connects there - per product manager (B)(6) lift structure has 3 year warranty and base is not a serviceable item, so entire unit needs to be replaced under warranty unable to reference original order (B)(4). Attachment between handle and pump worn thru and is broken; at the base when shifter bar is rotated it is wearing a hole in part of the leg that connects there.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.